Manufacturer narrative:
(B)(4). A death certificate was received listing renal insufficiency and end stage renal disease as cause of death with secondary cause of hypertension. The end stage renal disease death notification ((B)(6)) lists cause of death as cardiac arrest, cause unknown. The post market surveillance department is in the process of reviewing patient medical records related to this event. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility reported that a patient expired at the clinic following an uneventful hemodialysis (hd) treatment performed on (B)(6) 2016. The clinic manager provided follow-up information which revealed that the patient had been discharged from the hospital to a skilled nursing facility on (B)(6) 2016, one day prior to this event. Prior to the hd treatment, the patient was usual self, with no noted episodes of hypotension. The patient underwent a successful treatment with no reported device malfunctions. However, post treatment, the patient collapsed. Cardiopulmonary resuscitation (CPR) was performed, but the patient expired prior to being transported to the hospital. The 2008t hemodialysis machine was removed from service pending its evaluation. No samples of the acid/bicarb in use that day are available. The disposable products (dialyzer and bloodlines) are not available for evaluation by the manufacturer as both were discarded by the user facility.

Manufacturer narrative:
Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The ultrafiltration (uf) pump was found to be nominally out of tolerance. The uf pump specification is 23.9ml to 24.1ml for 24 strokes, res found actual pump value to be 24.2ml. The res adjusted, and then calibrated the uf pump to 24.0ml for 24 strokes to resolve the issue. The unit passed all other functional checks. Following the calibration, the unit was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The 2008t hd machine has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The amount the uf pump was found to be out of specification is not thought to be a likely contributor to the event. The system level review of this 2008t hemodialysis (hd) machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Lot numbers of concomitant devices were not provided by the user facility. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient was an (B)(6), female end stage renal disease (esrd) patient on intermittent in-center hemodialysis (hd) therapy performed using fresenius renal replacement products. The date the patient started dialysis therapy is not known. Review of the medical record titled ¿esrd death notification,¿ noted that the patient died at a dialysis unit on (B)(6) 2016. The modality at the time of death was in-center hemodialysis, the primary cause of death was ¿cardiac arrest, cause unknown,¿ with no secondary cause, renal replacement therapy was not discontinued prior to the death, and the patient was not receiving hospice care prior to the death. According to the document titled ¿death certification,¿ the cause of death was renal insufficiency, end-stage renal disease, manner of death: natural, with other significant conditions listing dialysis: hypertension, with no autopsy performed. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of cardiopulmonary arrest, and the outcome of death.

Event description:
On (B)(6) 2016, the patient was admitted to a hospital due to generalized weakness, two missed dialysis treatments, trace bilateral lower extremity edema, and gastrointestinal bleeding. On an unknown date during the admission, the patient was transfused 2 units of packed red blood cells with hemodialysis (hd) therapy. On (B)(6) 2016, the patient was discharged from the hospital to a skilled nursing facility. A review of the medical records related to this (B)(6) 2016 treatment provided the following information. The hd treatment was initiated at 11:10 am. At 12:39 pm, 1mcg of hectorol (doxercalciferol) was administered via intravenous push (ivp). The treatment, which was described as being uneventful, ended at 1:55 pm. At 1:58 pm, the patient became unresponsive, and breathless. Emergency medical services (ems) was notified, and cardiopulmonary resuscitation (CPR) was initiated. At 2:43 pm, ems arrived in the clinic and took over CPR. The treatment sheet from (B)(6) 2016 noted the following: f180nre dialyzer, 2 potassium, 2.5 calcium, 1 magnesium, 100 dextrose, sodium 137meq/l, bicarbonate machine setting 33meq/l, dialysate flow rate 800ml/min, blood flow rate 400ml/min. The machine setup from (B)(6) 2016 noted the following: fresenius 2008t hd machine; conductivity 14.1, meter conductivity 14.1, ph 7.3, machine temperature 36 degrees celsius, pressure holding test passed, high flux verified, air detector armed, alarms verified, no bleach.